Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block e1: initial reporter facility name: (B)(6). Block h6: problem code 1149 captures the reportable event of balloon failed to deflate. Block h10: investigation results visual examination of the returned complaint device revealed no visual defects and looked normal. No damage found on the catheter of the device. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated and deflated without problem; there were no leaks, holes, pinholes noted and the balloon was able to hold the pressure. No occlusion was noted on the device. The returned device review (visual, physical, and performance testing) showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal dilation procedure performed on an unknown date. According to the complainant, during the procedure, the balloon inflation was weak. After dilation, it was noted that the water could not be removed from the balloon when attempting to deflate. Reportedly, the device could not be removed from the endoscope. The procedure was completed with another cre fixed wire dilatation balloon. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. Initial reporter facility name; (B)(6) hospital. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal dilation procedure performed on an unknown date. According to the complainant, during the procedure, the balloon inflation was weak. After dilation, it was noted that the water could not be removed from the balloon when attempting to deflate. Reportedly, the device could not be removed from the endoscope. The procedure was completed with another cre fixed wire dilatation balloon. There have been no patient complications reported as a result of this event.